Event description:
It was reported that during an exploratory laparotomy with small resection and sigmoid colon resection procedure, at the anastomosis formation at sigmoid colon site, the device malfunctioned. The surgeon fired device and then, it would not release and the device had to be cut off of tissue. The patient received a temporary colostomy. There were 3ml of blood loss and a blood transfusion was not noted. The surgeon¿s partner went below to perineum and did a digital rectal exam with no difficulties and sized and dilated the rectum to a 33. The device was inserted, opened and the point came out to the edge in a standard fashion. The surgeon then attached the anvil to 33 circular stapler. The device was closed down and after palpating the inside of the patient, the device felt like it was in good approximation; however, the guide on the gauge did not travel into the normal zone as it normally would. The surgeon mentioned that unfortunately there was already a hole in the rectal stump and so felt it was the point of no return with the device and felt that since it was approximated down, the surgeon fired the device. The device did seem to fire; however when the surgeon loosened the device, it did not release and it was not able to be taken out of the rectum at all. Unfortunately as it was maneuvered out, the rectum appeared to be torn and the anastomosis avulsed. The device was stuck and would not release.

Event description:
No additional information has been received.

Manufacturer narrative:
(B) (4). Information anticipated, but unavailable at this time. The surgeon then trimmed the upper colon, removed anvil and device was able to be removed from below. A fresh purse string was used as well as a smaller device, a 29. The anvil placed; however there was hole in the rectal stump. A leak test showed bubbles then a contour was used. After firing the 29 device, it fired properly and the donuts were intact; however there was an air leak after the patient was insufflated. There was a 1cm defect noticed in the posterior colon and so, the area would not be able to be closed. The patient is still in the hospital. Another device and sutures were used to complete the procedure. The device will not be released. Completing on-site analysis. Information requested and received on 6/7/2010: patient: (B) (6); sigmoid colon for a colonic fistula in ruq obtained after a previous surgery; small bowel resection; sigmoid colectomy with colostomy (going in, colostomy was a possibility); discussed cholecystectomy prior to surgery because of ruq pain; upon examination of gall bladder, no stones noted; patient in ICU as of last friday. Additional information requested.

Manufacturer narrative:
(B)(4). Uncut washer. The analysis results found that the device was in good visual condition void of staples and with the breakaway washer present and uncut. An uncut and indented breakaway washer is consistent with a device that had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device was manually closed all the way to where the orange indicator was on the green zone, the safety was withdrawn and test fired. The device fired, formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.